Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the inner coil stretched and bent. This type of damage is indicative of induced damage at implant. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the attempted implant of this right atrial (ra) lead was unsuccessful due to exhibited high pacing thresholds. During lead placement, pacing system analyzer (psa) testing was conducted, and results showed an increase in pacing thresholds and noise. The physician suspected the lead to have been damaged and decided to use a new lead. The ra lead was removed and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that the attempted implant of this right atrial (ra) lead was unsuccessful due to exhibited high pacing thresholds. During lead placement, pacing system analyzer (psa) testing was conducted, and results showed an increase in pacing thresholds and noise. The physician suspected the lead to have been damaged and decided to use a new lead. The ra lead was removed and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return for analysis.